Manufacturer narrative:
The affected device is currently being tested by a service provider.

Event description:
On (B)(6) 2019, a distributor of infutronix reported a pump infusion issue. The distributor received the information from a user facility representative on (B)(6) 2019: "he stated that flex pump 301505 infused only 2.7ml of 5fu over the course of a 5-day infusion. He stated the patient was to receive 5fu continuously for 5 days. The patient was connected and the pump started on monday. The patient returned on friday, but the medication did not infuse. The pump states only 2.7ml was infused. No patient or clinician was harmed. The tubing was discarded. The lot # of the tubing was 1811002. Issue noticed (B)(6) 2019. Patient connected (B)(6) 2019. Title of device operator who initiated the infusion was rn".

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00024).

Manufacturer narrative:
The reported issue was confirmed. Last infusion parameters were 192 ml vtbi at a rate of 2.0 ml /hr. Pump event history log shows upstream occlusion occurred 7 minutes after the infusion started and then the alarm resolves itself approximately 5 minutes later. Another upstream occlusion alerts close to the end of the infusion, at the point when there is only 2.7 ml infused. During testing, pump was programmed for a 24 hr infusion which yielded a flow rate accuracy of -6.15% which is outside of specification. Pump was then programmed for a 46 hr infusion which yielded a flow rate accuracy of -5.24% which is outside of specification. Although not as wide a deviation as reported, a flow rate issue was confirmed. The test was completed on (B)(6)2019. The device was removed from service after testing.